Event description:
It was reported to bsc/target that "during the balloon assist case, placed in excel 14 micro-catheter into the aneurysm, and inflated the sentry across the neck of the aneurysm, upon introducing a 10 soft coil into the aneurysm the balloon deflated causing the coil to perforate the aneurysm."